Event description:
The broach handle would not securely engage the broach. This was noticed prior to the surgical procedure. As a result, there was no adverse consequence for any pt.

Manufacturer narrative:
Eval results of the functional test indicate that the devide functioned as intended.